Event description:
Reporting status: serious injury - medical intervention. Reporting rationale: required intervention to prevent permanent damage. Device issue: difficult to remove. It was reported that the patient was ami and the target lesion was the proximal lcx with moderate tortuosity and moderate calcification. Another company's stent was deployed in the lesion and a dissection occurred distal to the deployed stent. The 2.25 x 15 mm mini vision stent delivery system (sds) was used for a bailout, but the mini vision became stuck inside the deployed stent. To prevent the stent implant from dislodging, the proximal part of the sds was cut and the looped end of the snare device was advanced over the outer diameter of the sds. The sds and the guide wire were removed from the patient. No additional event or patient information is available.

Manufacturer narrative:
Evaluation summary: quality assurance analysis revealed that the sds was returned with blood visible in the guide wire lumen. There was no contrast visible. The stent implant was stationary on the balloon between the markers. The first row of proximal struts were mangled. There was one strut in the fourth row of proximal struts that was flared. There was no damage noted to the stent implant. The balloon was tightly folded. There was no damage or kinks noted to the tip. The inner and outer members were wrinkled proximal to the proximal seal for a length of 6 mm. The hypotube and jacket material were separated 109.5 cm proximal to the guide wire exit notch. The separated portion, including the hub, was not returned. There were two kinks in the hypotube 14 cm and 24 cm distal to the separation. There was no other damage noted to the sds. The tip seal length was measured and met manufacturing criteria. A snap gauge was used to measure the stent implant outer diameters and they met manufacturing criteria. Product performance engineering reviewed the incident information and the analysis of the returned device. The inability to cross a lesion can also be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, device placement technique, interactions with other devices or the previously deployed stent. Reportedly, this was an acute myocardial infarction (ami) case and the lesion was moderately tortuous and calcified. The sds was also used in attempt to cross a previously implanted stent, all of which likely contributed to the difficulties experienced during advancement and removal of the device. It should be noted that in the contraindication section of the vision's instructions for use (IFU), it indicates not to use in, "patients who have experienced a recent (less than 1 week) acute myocardial infarction (ami)." As reported, this was an ami case, which may have contributed to the difficulties experienced. Since no damage was reported during product inspection prior to use, it is possible for stent damage occurred during an interaction with the previously implanted stent and thus affected the ability to cross, although this could not be confirmed. Furthermore, the IFU also warns "when treating multiple lesions, the distal lesion should be initially stented, followed by stenting of the proximal lesion. Stenting in this order obviates the need to cross the proximal stent in placement of the distal stent and reduces the chances for dislodging the proximal stent." Reportedly, since the mini vision sds was advanced distal to the stent in order to treat a dissection, it appears to have contributed to the difficulties experienced. Therefore, based on the information received with this complaint and the returned device analysis, the failure to cross and difficulty removing the sds appear to be related to circumstances of the procedure. The analysis confirmed that the hypotube and jacket material were separated, proximal to the guide wire exit notch and the proximal separated portion, including the hub, was not returned. The patient effect additional therapy/non-surgical treatment resulting from a shaft separation is addressed in the mini vision risk assessment as potential adverse event associated with coronary stenting. In this case, the reported information indicated that the device was cut during the procedure and appears to be related to operational context of the device. Additionally, the analysis noted that the inner and outer member was observed to be wrinkled near the proximal seal, and two kinks in the hypotube distal to the separation. This damage was not reported in the case description and thus likely to have occurred as a result of handling during or after the procedure or possibly due to packaging for shipment back to abbott vascular for analysis. The damage does not appear to be related to or have contributed to the reported difficulties. A review of the finished device lot history record did not reveal any non-conforming material reports associated with this lot and all on-line inspections and testing met manufacturing criteria. The reported difficulties appear to be related to the operational context of the device; therefore, no corrective action will be implemented in this case. Product performance engineering will monitor the incident circumstances. The profile dimensions on all catheters are confirmed by visual and dimensional checks on the manufacturing line at abbott vascular. This MDR is considered closed by the product performance group.